Manufacturer narrative:
Customer follow up 10/19/2016- the customer stated to believe the pump is not delivering basal and bolus delivery. It was indicated that the customer reverted to manual injections for insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (400 mg/dl) the customer took a bolus via the pump to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.